Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought by the ambulance to emergency room after being found down for unknown duration. Multiple attempts to revive the patient were unsuccessful and the patient was pronounced dead. The cause of death was reported due to a cardiac arrest with unknown relationship to the implantable cardioverter defibrillator system.